Event description:
It was reported, that this right ventricular (rv) lead exhibited high out of range pacing impedances. Spikes measuring greater than 2500 ohms. Technical services (ts) discussed troubleshooting options. Subsequently, a revision procedure was performed, and the rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).